Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an overheating error message. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Attached so from 06/19/2023 came in with additional customer information. (B)(6) 06/20/2023. Additional information: e1 (event site postal code: (B)(6)). Contact person name: j.blouin. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pressure regulator, and performed all functional and safety checks to meet factory specifications. Unit completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.